Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. The 2.75x15 mm trek balloon dilatation catheter (bdc) was attempted to be inflated; however, the balloon did not inflate and there was back flow of blood into the inflator [rupture]. Upon removal of the device from the guiding catheter, the hypotube became separated. The guiding catheter was removed and the separated pieces were recovered. A new guiding catheter and balloon were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported separation was confirmed. The reported balloon rupture was not confirmed; however, it is likely that the separation is what was perceived as the balloon rupture since the balloon would not inflate and backflow of blood was reported in the inflation device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture and separation appear to be related to operational context. Return device analysis noted that the balloon was tightly folded, which indicates that the balloon did not inflate. The reported balloon rupture could not be confirmed. The hypotube was separated, distal to the distal end of the strain relief tubing. The hypotube fracture faces were oval shaped, which can indicate the hypotube was kinked and then separated. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Based on the condition of the returned device, it is likely that the trek balloon dilatation catheter (bdc) was inadvertently mishandled and/or interacted with an accessory device and/or the patient¿s anatomy during advancement, such that the shaft kinked and separated. The separation gave the impression of a balloon rupture since the balloon would not inflate and backflow of blood was reported in the inflation device. Upon removal of the device the separation was confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.